Event description:
The user facility reported a 42-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Patient had a 5.5 support that was placed via the axillary to support a patient in need of care escalation from the cp. The access site was bleeding and the team gave 2 units of blood. The site was also washed out. The 5.5 pump supported till removal and placement of the durable vad and ECMO.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. Product was not returned for investigation. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.